Manufacturer narrative:
Section a4, a5 (race): unknown/ not provided. (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect clinical code: 4581 (to capture posterior capsule opacification). Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony toric ii intraocular lens (iol) was explanted from the patient's right eye due to blurry vision. This was replaced with a tecnis eyhance toric ii iol, model diu225, but same diopter size as the original iol. No additional surgical interventions were indicated and no patient injury reported. It was noted that at. 1 day post op visual acuity (va) 20/30-2. 1 week post op va 20/40-1. 1 month post op va 20/30-2, right eye (od). Manifest refraction (mrx) plano -1.00 115 20/20- 1 month post op left eye (os) - od va 20/30-2 os mrx +0.25 -1.00 115 20/20-1. Patient states that she is unhappy with starbursts around lights od mrx plamo -0.75 110 20/25+2 posterior capsule opacification (pco) check found to be minimal. Patient states that her starbursts and halos have been present daily. Va 20/40 od mrx +0.25 -0.25 116 20/30 patient still states that starburst and halos are present. Unable to neuroadapt after > 6 months. Plan for iol exchange. Va 20/25-3 od mrx plano plano 20/25-3. It was noted that the patient was seen for 1 day post explant on 11/21/23 va 20/30-2. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: december 13, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveal that the lens was received cut in half. No issues that could contribute to the complaint event were identified. The complaint issues were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.